Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian artery. A 9.0 x 20 75cm mustang catheter balloon was advanced for dilation and was initially inflated. However, on the second inflation at 11atmpospheres, the balloon ruptured. The procedure was completed with another with 9x4mm non-bsc balloon catheter. No patient complications were reported and eight days post procedure, patient was discharged.